Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. These cases were reported during the (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim was used during a procedure performed on an unknown date. According to the complainant, post procedure, the patient experienced urinary retention and pain on pelvic traction. Clear intermittent catheterization was done and medication was given. The issue resolved five to seven days later and the catheter was removed. Treatment with medication lasted approximately one month. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.